Event description:
It was reported that a leak was observed during use of a homechoice cassette. It was further described as ¿patient¿s stomach became wet¿. This was observed during filling of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of a homechoice cassette. It was further described as ¿patient¿s stomach became wet¿. This was observed during filling of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.